Event description:
One day after treatment to the cheeks, corners of the mouth and the right lateral chin with juvederm ultra plus, the patient presented with swelling, "slight pinkness" and inflammation in the cheeks. The patient was given cipro and a medrol dosepak. Two weeks later, the patient returned still presenting with redness and swelling and was given another dose of cipro and also keflex. Two days later, the redness and swelling still existed and the regimen of medication was repeated. One month later, the patient presented with a "fluid filled abscess that hadn't drained" on the cheek which was swollen and red. Per the physician, the medications prescribed were given in order to hasten the resolution of the symptoms. Recent follow up findings from the physician noted that a parenteral aspiration of pus from the abcess was required not only to hasten the resolution of the symptoms but also to prevent possible permanent damage and to provide a specimen for culture.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, it is probable that the patient had an undesirable side effect to the injection, as indicated in the dfu (inflammation, infection at the injection sites can occur).